Event description:
Revision surgery - the dr began with a micromax implant, but after several attempts he decided to use a linear implant. The linear implant was not sufficient so the dr again tried a micromax. He was still unable to position the leg. This led to removing the micromax stem and delta ceramic head and replacing them with a stryker product in order to complete the case.